Event description:
The facility reported an infusion pump with a failure code 500:320 during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. No add'l info or contact was available.

Manufacturer narrative:
Eval summary: eval completed and the customer's reported condition of the failure code 500 was confirmed.